Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged the pump update failed, the pump remain on the medtronic screen with the bar and it's been there for 4 hours, buttons were not responsive. The customer reported blood glucose value of 300 mg/dl. The event involved products mmt-1884, mmt-6101, mmt-242a and mmt-332a. Troubleshooting was declined by the customer for high blood glucose. Troubleshooting was performed for update failed. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for frozen screen. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. Product return is not applicable for non physical device mmt-6101. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and self test. Unit passed dat at 0.0872 inches. Successfully downloaded history files and traces using thump. Frozen screen was not observed during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. 0.0 can be seen when programing a basal. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched case. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad and frozen screen were not confirmed. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.